Event description:
On (B)(6) 2012, it was reported that this vns patient was requested to be referred for explant. The patient was implanted in 1995 and saw no benefit. The physician indicated that the device was no longer function; however, no additional information was given. Manufacturer records show that the patient was implant in 2001. Attempts for clarification and additional information will be made.

Event description:
On (B)(6) 2012, additional information was received indicating that the patient was a non-responder to vns therapy. The patient's most recent diagnostic results were unknown as the device had been nonfunctional for a long time. "No longer functional" was clarified to mean ineffective. It is unknown when the malfunction was first observed. The patient has not yet undergone explant. Surgery is likely but has not taken place.a blc indicated negative results.

Manufacturer narrative:
Analysis of programming history.